Event description:
It was reported that during a da vinci s prostatectomy procedure, the monopolar curved scissors instrument did not work. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found one grip close cable is frayed at the scissor grip. The scissors can still open and close. The grip hub has a small peak of material across the groove that likely contributed to fraying. Engineering also observed the main tube has a large section with material removed all around the tube. The damaged area starts 1 inch below the tube midpoint and extends down to the interface with the tube extension. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.